Manufacturer narrative:
(B)(4) (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) it was reported in the clinical study's operative record that the patient experienced opioid intoxication related to spinal anesthesia during a right total hip arthroplasty procedure. The description of the adverse event was noted in (B)(6) and was subsequently validated to be translated as opioid intoxication. There was no mention of medical intervention required or provided for this event. Attempts have been made and no further information has been made available at this time.